Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a head and neck procedure, device was jammed and the handle remained locked. There was also malformed clips.